Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s931u1ueu9czdp hardware: sm-s931u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during pod activation, the patient observed that the pod¿s pink slide appeared abnormal despite moving forward. The customer reported that the cannula inserted into the skin; however, due to the abnormal pink slide appearance, the pod was removed immediately and not used. No impact to the patient's blood glucose levels was reported.